Manufacturer narrative:
The device was received for evaluation. A visual inspection performed with the naked eye noted a damage female connector. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to the leak beneath the in-lab minicap. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation a minicap transfer set leaked. It was further reported that the leak was observed between the minicap and transfer set. This occurred after disinfection of the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.